Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up in station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patients did not appear in pyxis. A technical support specialist (tss) identified that the patient had been admitted. The unit and area were checked, and the device inactivity setting was confirmed to be set to seven days. No activity records were found for the patient since the admission date, which caused the patient to disappear from the station. This information was communicated to the customer, and they were advised to send an updated admit discharge transfer (adt) message. The system functioned as intended after the technical support specialist troubleshot the device.